Event description:
Arrow 22 gauge arterial catheter inserted into left radial artery, catheter advanced smoothly over wire, unable to withdraw needle and wire, angle decreased and needle/wire removed. Catheter noted to be separated. Pressure held until cutdown performed to retrieve catheter.